Manufacturer narrative:
MFR has not received the sample in time for this report. The device history record of batch number 02a1300881 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specs. This product was built on january 14 of 2013. No indication of functional failure. No corrective actions can be implemented due to the lack of product sample to perform a proper investigation and determine the root cause. At this time due to the lack of defective product, is not possible to determine the source of the defect reported.

Event description:
The event is reported as: alleged issue: when the surgeon punched the aorta and tried to release it, the punch would not release so he needed to use a knife to release it from the pt's aorta resulting in tearing the aorta necessitating patching the aorta. Pt condition is unk.